Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a gas leak and is not functioning, the pump was paused for twenty minutes. The unit was exchanged the balloon continued pump alarms despite the unit being exchanged, patient remained hemodynamically stable. There were no injuries reported. Related to complaints: (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and was able to confirmed the gas loss alarms in logs. But the fse was unable to duplicate the gas loss alarm and also consumed the console screw kit. Fse had also further replaced the both li-ion battery pack, tested (expired li-ion batteries). The batteries were due while was under contract but were on backorder. The device had passed all the functional and safety tests according to factory specifications.